Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke into two pieces during impaction of the definitive femoral component, and one piece fell into the patient and was removed entirely. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.